Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer declined further assistance and was provided with product disposal instructions as requested.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.